Event description:
The customer experienced hypoglycemia symptoms and the device was used to check their blood glucose. A result of 140 mg/dl was obtained. They were taken to the ER and their meter read 39 mg/dl. They were treated with two IV's. Level 1 glucose control was out of range on the system. The test strips were stored out of the original capped manufacture's vial, not in accordance to labeling. The device was replaced and authorized for return to the MFR for eval.